Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they found they couldn't charge the implantable neurostimulator (ins). The patient says they have been busy and have had multiple surgeries and they haven't had a chance to sit and figure this out. The patient says they last charged ins about a month ago, then it said a call your doctor screen but they can't remember the details. Controller is not charged. The patient just plugged it in and will charge controller and then call back for further troubleshooting. Additional information was received from pt and reported they are still having trouble charging their ins. Pt said they saw no device found, reposition the paddle and they got it to the highest number which is at 100 for the connectivity strength. Pt said it was a month ago since they last charged their ins. Agent reviewed passive recharge mode. During the call pt mentioned that the connection pins of the recharger was getting really hot and stated "it looks like its melting it". Agent sent a request to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed: electrical failure. Recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of implantable neurostimulator (ins) no longer charging, is normal wear and tear. The replacement recharger has resolved the issue.